Event description:
Boston scientific received information that this pacemaker exhibited a remaining longevity of two years at the patient's device check in (B)(6) 2013. At the current device check, it was observed that the device had declared end of life (eol) battery status in august. It was noted that the automatic capture feature had always been programmed on, and at the past two visits the output was 1.8v; now that eol was declared, the output was set at 4.6v and could not be changed. The device was scheduled for replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. Interrogation revealed a fault code that indicates memory corruption; review of device memory found 212 resets that occurred during and after the device was explanted. Exposure to cold temperatures following explant can cause the battery voltage to decrease to the point where system resets and corrupt data can occur. Therefore, a complete analysis could not be conducted. However, functional testing was performed and the device was confirmed to pace and sense normally. Based on the documented device behavior observed in the field and our experience with returned devices that exhibited similar behavior, laboratory analysis was able to conclude that this device likely experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
The field representative reported that the device had been explanted and was expected to be returned for analysis. This report will be updated upon return and completion of analysis.